Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection confirmed the guidewire was missing from the unopened device. After investigation at medtronic and the contract manufacturing facility, the complaint for the absence of a guidewire in the packaging was confirmed. The root cause was identified to be related to operators not following the process. As a result of the investigation findings, mitigation, corrective, and preventative actions will be taken. (B)(4).

Event description:
Medtronic received information that after opening the package for this cannula, the customer observed that the guidewire was missing. The cannula was replaced prior to use and there was no patient involvement in the event. Product was returned.